Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that drawer 2.2 was not detected. The fse removed the back panel to check for indicator lights and found a plastic piece of the retractor band in the rear of the cabinet. The station was powered off, and drawer 2 was removed. The fse then replaced the broken retractor band, reinserted the drawer, and confirmed that drawer 2.2 was now detected. The application was started, and the customer was able to access the inventory in drawer 2.2. The fse ran hardware test application diagnostics, removed debris, and checked all connections to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.